Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes and h6: device codes and h6: impact code.

Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for a normal generator change; however, when leads were exposed during the procedure, it was observed that the rv lead insulation was damaged right at the terminal boot. Subsequently, this lead was repaired using a repair kit and found to maintain normal function. Hence, this lead remains in service. Other than prolonged surgery no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for a normal generator change; however, when leads were exposed during the procedure, it was observed visually that the rv lead insulation was damaged right at the terminal boot. Subsequently, this ra lead was repaired using a repair kit and found to maintain normal function. Hence, this lead remains in service. No additional adverse patient effects were reported.